Event description:
No sample or picture were available for analysis. Without the proper sample or picture evaluation is not possible to determine the probable root cause of the reported failure. The customer complaint cannot be confirmed. The potential root causes of the leak in cassette could be related to 1) air inside the cassette, 2) ipc of the set pulls in a large bubble of air due to the bag being infused from is empty and the inlet tubing line is filled with air, 3) a bubble of air passes through the bubble detector on the lvp that is larger than the specification allows, 4) priming process was not performed correctly by the customer causing not all bubbles to come out of the admin set before it was installed, 5) leaks located somewhere in the admin set that caused air to come in. The current process controls detection include 1) 100% leak and occlusion test are performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode, 2) quality sampling for final physical testing, for performing a flow and underwater leak tests. The batch review could not be performed as the affected batch was not provided.

Event description:
The following has been reported: nurse reported: nicu has been experiencing air in line errors. This has been happening with various pumps, so the admin sets are thought to be the issue. Other departments are not having the same issue. No set info or samples are available. On (B)(6) 2025- covenant nurse reported to clinical implementation specialist: "recently the nicu at covenant has seen an increase in clabsis and are primarily looking at ail alarms and cassette or pump failures to identify if accessing the administration set/changing out the administration set due to cassette concerns has caused this increase in clabsis. They are aware that line access may not be the sole reason for the increase but are looking at every possible source. The two pump sn provided are still running on patients and cultures have been sent but are still pending." Customer is asking to review the logs to look for air in line alarms, any pump alarms and/or cassette alarms. This will help them determine if there are any issues with the pump, additional training needed or workflow issues. They have not reported any pump problems. They looking to see if these two pumps may have an issue or something with workflow is occurring. They do not use back check valves. A preliminary review identified the following issue: potential breach of sterility unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.